Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the luer adaptor was cracked, and blood leaked during blood collection. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-apr-2024. Investigation summary : material #: 367365. Lot/batch #: 3103918. Bd received 120 samples and five (5) photos for investigation. The photos and samples were reviewed and the indicated failure mode for cracked luer adapter was observed in one sample. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D9b: returned to manufacturer on: 4/23/2024. D2a: common device name: blood specimen collection device; intravascular administration set. D2b:medical device type: fpa, jka. H.6 investigation summary: "material #: 367365; lot/batch #: 3103918. Bd received 120 samples and five (5) photos for investigation. The photos and samples were reviewed and the indicated failure mode for cracked luer adapter was observed in one sample. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the luer adaptor was cracked, and blood leaked during blood collection. No health impact or consequence reported.